Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : the patient refused to return the product.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough during wetting or when the patient has a bath.